Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was no insulin observed exiting the tubing during fill tubing. Customer's blood glucose level reached over 500 mg/dl. Customer reverted to an alternate pump to address bg levels and to resumed insulin therapy.